Event description:
During a training, the autopulse platform (sn (B)(6)) displayed fault 16 (timeout moving to take-up position). No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position) was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a seized drivetrain, likely attributed to lack of proper maintenance/ user neglect. A review of the autopulse platform archive revealed that daily checks were not performed regularly. This device was previously returned in march 2024, also for fault 16. The brake gap was cleaned to resolve the issue. According to the archive at the time, the device had not been turned on in over nine months. Since it has been returned to the customer, it was again not been turned for over 2 months. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor. The lack of proper maintenance most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. Based on archive data review, fault 16 messages were observed, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. The drivetrain was completely locked up and couldn't be unstuck. The drivetrain was replaced to remedy the complaint. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(6).